Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a literature review titled ¿severe allergic contact dermatitis to two different continuous glucose monitoring devices in a patient with glycogen storage disease type 9b,¿ by ulrike teufel-schäfer md, christian huhn md, sabine müller md, christoph müller md, sarah catharina grünert md from the department of general pediatrics, adolescent medicine and neonatology, medical center- university of freiburg, faculty of medicine, freiburg, germany and department of dermatology, medical center-university of freiburg, faculty of medicine, freiburg, germany, reported the following: a (B)(6) customer, had skin irritation while wearing the adc device. Customer is the third child of non-consanguineous parents with no family medical history of allergies. At the age of (B)(6) years, child was diagnosed with gsd 9b after presenting with recurrent hypoglycemia. It was reported that the customer developed severe allergic contact dermatitis beneath the attached glucose sensor, which on three occasions led to wound infections and abscesses requiring oral antibiotic treatment. There was no report of death or permanent injury associated with this event.